Event description:
A report was received on 19 nov 2025 from the nurse of a 69-year-old male patient with unspecified pathology stating the patient experienced an allergic reaction (nos) during a hemodialysis treatment on (B)(6) 2025. Additional information was received on 24 nov 2025 from the nurse who stated that the patient became unresponsive at the start of a hemodialysis treatment. The patient awoke, complained of itching and was administered norepinephrine, diphenhydramine, epinephrine and 2.5 liters of saline before being transferred to the emergency department for monitoring.

Manufacturer narrative:
A review of the device history record (DHR) was conducted which confirmed that the device met all quality criteria and manufacturing specifications prior to release. The event is consistent with a hypersensitivity type reaction. Hypersensitivity or allergic adverse reactions are known risks of hemodialysis. The nxstage user guide and instructions for use include allergic reaction as a potential risk associated with dialysis therapy and also include warnings to monitor for potential allergic reactions. Biocompatibility of the device has been established.